Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the touchscreen was timing out faster than what they had the pump set to. During troubleshooting with tandem technical support it was determined that the customer was pressing on out of bounds areas causing the touchscreen to turn off. In addition, it was reported that the pump showed 0 units of insulin in the cartridge. During troubleshooting with tandem technical support it was determined that the customer had accidentally entered the change cartridge sequence. Tandem technical support guided the customer through completing the change cartridge sequence and was able to resume insulin delivery. Customer had elevated blood glucose levels (290 mg/dl). Customer delivered a bolus to stabilize blood glucose levels.